Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during an acl procedure, the blade broke at the teeth. It was also reported that there were no adverse consequences, no medical intervention and no delays as a result of this event. It was further reported that the procedure was completed successfully.